Manufacturer narrative:
The company rep observed frequent purge failures and autofill failures in the error log. When biomed tested the pump they were getting autofill failure code 2987, 1, 0. These codes indicate there was a problem with the pump being drawn back to the s2 end position switch. He also found the purge line filter was kinked. The company rep replaced the filter tubing assembly (0008-00-0331) and the expired safety disk (0997-00-0985-01). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an autofill failure alarm. The customer refilled the balloon manually and therapy was continued on the same iabp. After 2 hours the iabp generated an autofill failure alarm again. This time the pt was switched to another iabp and therapy was continued. No pt injury was reported.